Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle broke off when being pulled out of the bd venflon¿ pro safety shielded IV catheter during use. The following information was provided by the initial reporter, translated from german: "the customer reports that the steel needle broke off when it was pulled out of the catheter... The material could be completely removed from the patient".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 10-apr-2023. H6: investigation summary our quality engineer inspected the 1 photo and 1 sample submitted for evaluation. The reported issue of needle broken was confirmed upon inspection of the sample and photo. Analysis of the photo and sample showed that there is a bend in the cannula that resulted in breakage. Bd determined that the most probable cause of the failure was related to the manipulation of the device or the improper storage of the product. A simulation was performed to replicate the defect. A 18g vps sample was bent at about 90 degrees in the unit package. The sample was then removed from the package and inspected. A similar defect was replicated. However, since we cannot confirm how the product was handled or stored during the failure event, we cannot confirm this root cause. Production records were reviewed, and this batch meets our manufacturing specification requirements. H3 other text : see h10.

Event description:
It was reported that the needle broke off when being pulled out of the bd venflon¿ pro safety shielded IV catheter during use. The following information was provided by the initial reporter, translated from german: "the customer reports that the steel needle broke off when it was pulled out of the catheter... The material could be completely removed from the patient."